Event description:
It was reported that the devices were used during an unknown procedure. It was reported by the rep that the staplers misfired. The case was completed using the same stapler. There was no consequence to pt.